Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pace impedance measurements of greater than 2000 ohms and loss of capture (loc) in all configuration. It was also reported that pacing was not delivered when required although no asystole was noted. The patient was seen for a revision procedure where the lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported.